Manufacturer narrative:
Retainer ring: black. Customer returned, pump for an alleged stuck button. Alarm/missing segments/partial display/exposed to moisture/e/a alarm unspecified found on dec 20, 2021. Pump was received, with pump error 38 alarm, during rewinding. Unable to verify stuck button error alarm, e/a alarm unspecified or perform the displacement test or self test, due to pump error 38 alarm. All buttons function properly and no missing segments/partial display noted. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Pump was cut open to perform visual inspection and found, no physical or moisture damage to the keypad assembly. However, moisture damage found, on pcba 1/ pcba 2 / motor home switch. The j1 connector on pcba 1 was locked properly, during visual inspection. Pump passed, the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked select button keypad overlay and minor scratched lcd window. Stuck button alarm/e/a alarm unspecified was unable to confirmed. Keypad unresponsive not confirmed. Missing segments/partial display not confirmed. Pump error 38 alarm, due to corroded motor home switch. Exposed to moisture was confirmed. Cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display and unresponsive keypad. Customer stated that they received a pump error alarm and then the screen started flashing. It was also reported that the insulin pump may had been exposed to moisture. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.